Manufacturer narrative:
Insulin pump had a no button response due to corroded keypad traces. Unable to verify battery out limit due to button and keypad anomaly. No moisture damage found inside the insulin pump. Insulin pump received with cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the insulin pump has an unresponsive keypad due to moisture. Customer stated he fell into the pool with pump. The blood glucose reading was over 126 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.